Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional (tasp) has fractured on medial side and fragmented part not returned. Tasp has some type of cosmetic damage like nicks, gouges, dents, scratches. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Patient date of birth/age - ni. Patient weight - ni. Expiration date - na. Implant date - na. Explant date - na. Manufacture date ¿ ni.

Event description:
It was reported that the trial fractured during the procedure.